Event description:
As reported: the microcatheter was used to support wiring of totally occluded rca, but it was broken easily despite gentle use and handling". The microcatheter was introduced until a certain point and no more advancement was done and it broke, the whole device was removed without any separation. Reported that no consequences were caused by the device problem and no medical intervention.

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record was reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent a pci procedure. The vessel was cto of rca. A turnpike lp was used in the case to support wiring that broke easily despite gentle use and handling. It is unknown what damages the turnpike lp incurred. It is unknown if the tip or the shaft broke during the case. Additional information was requested from the account. A response was received. It is unknown if the tip was trapped and over torqued. The microcatheter was advanced up to a certain point and no more advancements could be done leading to breakage. Account stated that the whole device was removed without any separation. It is unclear what "broke or breakage refers to per complaint details". It is likely that device broke and removed with the guidewire wire. However, this cannot be confirmed without product evaluation. No part remained in the patient. No force was used with catheter. Another turnpike and a competitor microcatheter were used to complete the procedure. No medical consequences observed. Based on the information, the most likely root cause of the issue is undeterminable.